Event description:
It was reported that prior to this patient having a surgery the device was changed from ddd to vvi mode. After the device was changed to vvi there were observations of right ventricular (rv) loss of capture. Additionally, there were capture thresholds. The physician decided to re-program the device to aai and will continue to follow-up. At this time, the lead remains in service. No adverse patient effects were reported.